Manufacturer narrative:
H3: product analysis as found condition: the axium prime device was returned for analysis within a shipping box; within two various plastic biohazard pouches; within an opened axium prime inner pouch and within an introducer sheath. Visual inspection/damage location details: the pusher was found bent at ~82.0cm from the proximal end and found kinked at ~14.3cm from the distal end. The axium prime implant coil was found broken/separated from the pusher at the detach element. The implant coil was found severely stretched outside and within the introducer sheath. No damages or irregularities were found with the introducer sheath; however, coagulated blood was found within the introducer sheath and on the implant device. Testing/analysis: the separated implant coil could not be removed from the introducer sheath as it was found stuck within the blood. The axium prime implant coil tip od (outer diameter) could not be measured as it could not be extracted. The introducer sheath ID (inner diameter) was measured and found to be 0.0175¿ (0.4445mm), which is within specification (specification: 0.46mm ±0.02mm). No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in sheath¿ was confirmed. The axium prime pusher was found kinked/bent and the implant coil was found damaged within the introducer sheath. There were no reported issues pushing the axium prime implant coil from within the introducer sheath during hydration per IFU. Therefore, it is possible the implant coil became damaged when retracting the implant coil following hydration or due to improper hubbing technique (over tightening of the rhv/sheath not fully seated within the hub) subsequently causing the implant coil to become stuck. Advancing the coil against resistance would result in damage to the implant and pusher. It is possible the blood contributed towards the resistance. It is possible that insufficient continuous flush was used, causing the blood to backflow up the micro catheter and into the introducer sheath. The implant was found broken, likely due to retracting against the reported resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an axium coil that had resistance/was stuck in the sheath. The patient was undergoing a coil embolization procedure via femoral access. Patient's blood flow was normal; vessel tortuosity was minimal. It was reported that the device and accessory devices were prepared as indicated in the instructions for use. When attempting to deliver the coil into the microcatheter, it became stuck in the sheath. There was no harm or injury to the patient associated with this event. Additional information was received stating that a continuous saline flush was administered and maintained as indicated in the IFU. During preparation, the introducer sheath was held vertically when the implant coil was pulled back inside during hydration. Ancillary devices: terumo sheath 5f, terumo vert 5f guide catheter, terumo progreat microcatheter, and a terumo 035 guidewire